Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated the insulin spattered during fill tubing and numbers did not appear on the screen. Customer's blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed a compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, keypad overlay scratched, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.